Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an post-reset ram crc alarm. The customer¿s blood glucose level was 274 mg/dl. The customer stated that she had to turn her pump off for a few days and when customer replaced the battery she received a post-reset ram crc alarm. The customer was assisted with troubleshoot and customer was assisted in clearing the alarm, power loss and active insulin cleared alarms . The insulin pump will not be returned for analysis.